Event description:
"It was reported to philips that the device's failed battery test and x in compartment b. The device was not in use on a patient / no adverse event involving patient or user was reported.